Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-13305. It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein one lead was explanted and replaced. Effective therapy was restored post operatively. It is unknown which lead was replaced, so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.